Event description:
It was reported that the physician noted a decline in blood pressure after isolation of left pulmonary vein. A cardiac tamponade was confirmed using an echocardiograph. Medical intervention administered was a pericardial puncture with approximately 250ml of blood removed. The pt was reported to be in stable condition with blood pressure returning to normal levels.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."